Event description:
Based on a review of medical records provided by patient's attorney: (B)(6) 2008 - perfix plug used to repair recurrent ventral incisional hernia with associated reflux esophagitis. On (B)(6) 2009 - patient presented to surgeon with a large recurring incisional hernia with previous mesh migration. Previously implanted perfix plug explanted and proceed mesh implanted. On (B)(6) 2009 - due to migration of the proceed mesh, the surgeon removed the proceed mesh inserted on (B)(6) 2009 and replaced it with another proceed. The suffers from extreme bloating, persistent infection and severe pain.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the event. The patient is alleged to have been treated for a recurrence, which is listed a possible adverse reaction in the product's instructions for use. No medical records have been provided, no specific device failure has been alleged and no product has been returned. With the information provided, no conclusion can be drawn.